Event description:
A user requested routine maintenance be performed on an ivent 201 continuous ventilator. While performing the maintenance, the tech noted that the power switch was unstable in a manner that could result in the unit turning off without generating an alarm. There was no pt involvement reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.